Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate high readings on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that she noticed the high readings on (B)(6), 2010. Due to the high readings, she increased her insulin to 12 units. She did not exhibit any symptoms at the time. On (B)(6), 2010 she tested her blood glucose and obtained a 385 mg/dl on her lfs meter and immediately after testing, she developed symptoms of nausea, sweating, sick to the stomach and felt faint. She then tested on her sidekick meter less than 30 minutes later and obtained a 168 mg/dl. The patient then self-treated herself with glucose. She did not seek any further medical attention or contact her physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen and how long symptoms lasted. The product was replaced. The complaint is being reported since the patient alleged that she had to self-treat with glucose due her symptoms; while her meter was displaying an allegedly high reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.